Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10: additional narrative: added: b1 (is product problem).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the excel broach did not fully engage with handle. The handle appeared to be worn where it meets the broach. It was not used in surgery, and surgery time was not extended.